Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital device is not distributed in the united states, but is similar to device marketed in the USA. Part: 07.702.016s. Lot: 1b53380. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: february 2, 2021. Expiration date: february 1, 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a percutaneous vertebroplasty (l3), after the balloon and the stent were deployed in place, they moved on to cement preparation. However, polymer and monomer agents were not able to mix up at all, and they became hardened. They prepared a replacing cement kit and completed rest of the procedure less than 30-minute surgical delay. This report involves one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).